Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging a battery indicator issue with a one touch ultra meter. The patient was unable to recall what date/time the alleged issue began. As a result of the alleged issue, the patient claimed that she received insulin treatment from an emergency room (ER) on an unspecified date/time during the week of (B) (6) 2010. The patient's blood glucose was tested on an ER/hospital meter and a result of "420 mg/dl" was obtained. The patient denied that she developed any symptoms because of the alleged issue. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, if the patient was still able to test with the reported meter before she received the ER treatment, what date/time the patient was last able to test before the ER treatment was given, and what her last meter reading was before the ER treatment was administered. In addition, it would have been helpful to know what actions the patient took before she visited the ER and if she was able to test on any other device during the time of concern. Through troubleshooting, the customer service representative determined that the meter's battery needed to be replaced. The patient did not have a replacement battery for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she received insulin treatment from and ER as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.